Event description:
It was reported that as the absolute pro was advanced through the procedural sheath the stent delivery sys, sds became stuck and could not be advanced further. During removal of the stent delivery sys, the stent dislodged from the sds remaining in the procedural sheath. The sds, the dislodged stent, and guiding catheter were removed as a complete unit. A second absolute pro was used to complete the procedure. It was believed that the non-abbott guiding catheter became "crimped" at the bifurcation trapping the sds due to the heavy tortuosity and disease, which caused the stent to dislodge from the sds during removal. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.